Manufacturer narrative:
This report is filed on january 12, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, it was found the electrode array had migrated resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.